Manufacturer narrative:
The device has not been returned; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed. The patient is thirty plus years of age.

Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure. According to the complainant, "the console unit powered on and then shut down. This occurred two or three times and then, the console unit would not power on at all." There were no reported alarm or error messages displayed on the console unit. The procedure was completed with another of the same device, and there were no patient complications reported.

Manufacturer narrative:
The hta console unit was returned and evaluated. The complaint was confirmed. The console was unable to power up during initial testing. The isolation tranformer output was found to be open. The isolation transformer was replaced and other routine maintenance was performed. The console passed all testing. The root cause classification is wear and tear based on the condition of the returned device.

Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure. According to the complainant, "the console unit powered on and then shut down. This occurred two or three times and then the console unit would not power on at all." There were no reported alarm or error messages displayed on the console unit. The procedure was completed with another of the same device and there were no patient complications reported.